Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that the right atrial lead exhibited loss of capture and sensing at maximum output. The lead was capped and replaced.